Event description:
When initiating cardiopulmonary bypass, it was noticed that there was a minor blood leak coming from the arterial temperature probe well of the oxygenator, which is a component of the heart-lung machine disposable circuit. Total blood loss was approximately 20cc. In priming the circuit, no leak was detected under pressurized conditions. Manufacturer response: for oxygenator, cardiopulmonary bypass, inspire (per site reporter).